Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department with a report of a displayed alarm condition. There were no reported adverse pt events while the device was in clinical use. During testing at the user facility, the pump did not sound an audible alarm tone while on the low volume setting. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.